Event description:
Additional information received indicates that stopped charging the ipg, rendering the ipg inoperable. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery due to the patient not charging the battery for a long time. The battery was recovered and the ipg communicated, charged, and passed functional testing on the autotester. There is sufficient information regarding recharging the ipg battery in the clinicians manual.